Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The check valve was replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a preoperative checkout, positive end expiratory pressure was noted to be higher than expected. There was no report of patient involvement.